Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient called (with their spouse in the background) to report that they "couldn't do anything," that they were implanted today for urgency and frequency and that for several hours now, they were having constant urgency ("extreme" urgency) and that they couldn't urinate. The patient stated they were only able to get a few dribbles out. The patient confirmed that this was a new development and that they had been able to urinate before they got the implant but now they were having problems. The patient stated they had a call into their managing health care provider (hcp). The patient connected to their settings on the call and turned the therapy off to see if that helped their issue. The patient was going to leave the therapy off until they could speak to their hcp. On (B)(6) 2022 the patient called back looking to speak with a manufacturing representative. They indicated that the incision from yesterday is opening up a bit where it was glued. The caller was again directed to their hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient. They called back repeating the same concerns that they may have changed to program 2 on accident and wanted to get in touch with the manufacturer representative (rep). Reviewed field staff do not keep medical records however if patient wanted to get in touch with a rep they should do so via their physician's office. Patient noted therapy is working well for them but they wanted to see if they can optimize it by increasing the stimulation. Reviewed it is ok to increase as long as it is still comfortable for the patient. Reviewed how this may impact recharger frequency of the ins. Patient requested a smaller size belt. Sent email to repair.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient (pt) mentioned previous "problems" they have been having. They said that the healthcare provider (hcp) and the manufacturing representative (rep) think the problems patient has been having might be due tothe anesthesia interfering. Pt stated they didn't think the anesthesia could interfere that long but looked up some information online about it. Pt stated they have been "trying this afternoon to get everything functioning" and stated that is when they connected with their ins and noticed they were on program 2. Pt inquired about what program they started at and wanted to speak to the rep about it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.